Manufacturer narrative:
(B)(4) initial report. Additional information, including a detailed patient outcome, patient medical history, operative notes, post primary and pre revision x-rays have been requested in order to progress with this investigation. However, it has been confirmed that no information is available and that the hospital discarded of the explanted devices and thus they are not available for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed, details of this review will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 1 month due to infection.

Manufacturer narrative:
Per-367 final report. Additional information, including a detailed patient outcome, patient medical history, operative notes and post primary and pre revision x-rays was requested in order to progress with the investigation, however, none were provided and thus there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification. Based on the lack of information provided, no further investigation can be conducted at this time and thus corin now consider this case closed. If further information does become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 1 month due to infection.